Event description:
Consultant reported during a trochanteric fixation nail procedure: surgeon opened the 11 mm 130° ti cannulated trochanteric fixation nail from the package and the locking mechanism appeared to be in the locked position. Surgeon inserted the nail and was in the process of inserting the blade when it got stuck halfway through the nail. Surgeon backed up the blade and nail, unscrewed the locking mechanism, re-inserted the nail and the blade went through the nail completing the procedure. The procedure was only slightly delayed with no effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history record revealed no complaint related issues.the manufacturing evaluation revealed this issue has been noted on several previous complaints and a CAPA has been initiated to address it. A review of the device history records was performed and no complaint related issues were found. Addition common device name: hwc.

Event description:
This is 1 of 1 report for this complaint (B)(4).